Event description:
It was reported that, during explant procedure and when trying to connect this electrode to the new subcutaneous implantable cardioverter defibrillator (s-ICD), the insulation sleeve with the two rings (after lots of pulling on the lead due to large patient size, could not get it fully inserted into the device) started to pull forward. The sleeve including the sealing rings for header connection could move along the body of the lead. Recreation of this was possible by the field representative with a dummy lead after applying gentle force on the sleeve this electrode also moved backwards with manipulation. The initial recommendation was to replace the electrode, but due to patient difficulty the physician decided to not replace it. The technical services (ts) recommended to replace the electrode. The physician decided that the electrode would remain in the patient for the time being and be connected to the new s-ICD; a potential replacement, if necessary, would only be carried out after the expert's judgment. This electrode remains in service. No adverse patient effects were reported.